Event description:
It was reported that there was a shock lead impedance (sli) measurement on this right ventricular (rv) lead that was increasing over the course of a year up to 133 ohms, which was out-of-range (oor). Technical services (ts) provided troubleshooting options including reprogramming. No adverse patient effects were reported. Currently, this rv lead remains in service.